Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. The unit was unable to verify compromised force sensor alarms due to motor error alarms. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin squirted out of the tubing. The drive support cap was sticking out and the customer's parent pushed the cap in. The customer's blood glucose level was 8.5 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.